Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The catalog number, serial number unique identifier( UDI) were unknown. Concomitant device: small battery drive device, therapy date: (B)(6) 2020. The manufacturing location was unknown. PMA/510(k) number was unknown. The device manufacture date was unknown. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device made an unusual noise and the attachment device was broke inside. It was further reported that the attachment device broke inside the patient. There was a thirty minute delay to the surgical procedure. A spare device was used to complete the procedure. There was patient involvement. It was reported that no additional medical procedures were necessary due to the broken part being easily seen. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.